Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the nurse heard the v60 alarm and swapped the patient onto another v60 ventilator. However, it was then noted that there was some injury reported. Customer wants to have the device evaluated by philips. Provided the whitby bench repair form to the customer. A manufacturer's product support engineer (pse) evaluated the device and confirmed multiple error codes in the diagnostic error log. The pse reported the device operations halted with error codes 1104 (back alarm failed), 1115 (auxiliary alarm supply failed), and 111b (35v supply failed) when powered down. When device was powered on, error codes 1104 and 1115 recurred. The pse determined replacement of the motor control (mc) printed circuit board assembly (pcba) was necessary correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
H10: multiple good faith efforts were made on 12/23/2022, 04/06/2023 and 04/17/2023 to obtain information regarding patient impact with no response from the customer, and therefore injury status cannot be determined. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, motor control (mc) printed circuit board assembly (pcba), aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse relaced the motor control (mc) printed circuit board assembly (pcba) once it became available as intended. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was on a patient, the direct line connected to the patient turned off. The staff removed the device from the patient with no incident. Customer reported that the nurse heard the v60 alarm and swapped the patient onto another v60. However, it was then noted that there was some injury reported. Customer wants to have the device evaluated by philips. A clinical assessment has been performed based on the information currently available in the complaint record. It was reported ¿direct line, connected to the patient and turned off, they removed the device from the patient but no incident, but they made a report.¿ customer reported that the nurse heard the v60 alarm and swapped the patient onto another v60. For patient impact, it was stated ¿some injury reported.¿ the details associated with this complaint are unclear. It is unclear what was the injury to the patient.